Event description:
6:21 am: pt admitted to dialysis unit. Dialysis tubing hooked up to catheter. Pt is lethargic. 6:50 am: lines on catheter reversed to promote arterial flow. 07:20 am: pt moaning, checked by r.n. Pt had experienced blood loss, as the luer-lock connection on the catheter failed to hold. A code was called and action taken. Pt transported to emergency room via ems, where pt expired.